Event description:
It was reported that the patient had a red heart alarm without a green running light. The patient stated that they were getting out of the car when the alarm began and that they were feeling fine up until the alarm started, then the patient reported feeling unwell. The ventricular assist device (vad) team exchanged the patient's system controller and they felt better again. Log file was submitted for review. Tech services mentioned that the log file data submitted in the log file was limited and it was from the new system controller. It appeared that when the system controller was connected to the driveline, the pump appeared to function, however the site reported the log file data was from the system controller the patient exchanged.

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.